Event description:
Dr had an explant. The screw fixation used had button-holed on the dorsal radial side of the trapezial bone approx 12 weeks post-op, when the patient was engaging in sports activity.